Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroid uterus") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and uterine leiomyoma had resolved and the genital haemorrhage, fatigue and weight increased outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain, uterine leiomyoma and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was replaced by pain, gen. Abnormal. Bleed, fatigue, weight gain, fibroid uterus were added. Suspect drug stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('gen. Abnormal. Bleed/ abnormal bleeding (general)/ excessive bleeding') in an adult female patient who had essure (batch no. 686082, 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included uterine enlargement, submucous leiomyoma of uterus and overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication(s)- please describe: fibroid uterus"), weight increased ("weight gain") and fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the fatigue, weight increased, abdominal pain lower and fibroma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, fibroma, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had three loops of coil protruding from the left and four from the right at the end of the procedure. Discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2010. Current weight 283 lbs. Approximate weight at the time of essure placement 180 lbs. Date leave began: (B)(6) 2010. Date leave ended: (B)(6) 2010. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroid uterus, menorrhagia. Most recent follow-up information incorporated above includes: on 4-sep-2019: follow-up 2 & 3 processed together. Pfs received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), lower abdominal pain, abdominal pain, fibroid tumors, abdominal pain, device monitoring procedure not performed. New reporter and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('gen. Abnormal. Bleed/ abnormal bleeding (general)/ excessive bleeding') in an adult female patient who had essure (batch no. 686082, 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included uterine enlargement, submucous leiomyoma of uterus and overweight. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication(s)- please describe: fibroid uterus"), weight increased ("weight gain") and fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the fatigue, weight increased, abdominal pain lower and fibroma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, fibroma, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had three loops of coil protruding from the left and four from the right at the end of the procedure. Discrepancy noted: date(s) of removal: (B)(6)2010, (B)(6)2010 current weight 283 lbs. Approximate weight at the time of essure placement 180 lbs date leave began: (B)(6)2010. Date leave ended: (B)(6)2010. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroid uterus, menorrhagia lot number: 628442 manufacture date: 2008-12 expiration date:2011-12. Lot number:686082 manufacture date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.